Manufacturer narrative:
Report claimed after pressing the switch control button to disengage the drive motor of the smartdrive, the unit reportedly continued to drive where the end-user impacted a tree and fell backwards out of the wheelchair striking their head. Reports having sustained a large cut on their head requiring stitches and a hospital stay for observation. The end-user reports only using the switch control buttons on the device due to their inability to connect to a wireless control option via a watch. Permobil has issued an RMA to have the smartdrive device, and all controllers returned for evaluation in effort to identify a possible cause for the reported event. At this time, permobil has yet to receive the suspect device or controllers, therefore is unable to reach a determination as to possible root cause at this time. If any new information is received, a follow-up report will be submitted.

Event description:
Reports while driving their manual wheelchair while under power with a smartdrive device with switch control buttons, claims having difficulty keeping the wheelchair traveling straight and reportedly veered off the sidewalk. Claims when pressing the switch control to stop, reported the device continued to drive where they collided into a small tree where they fell over backwards. This reportedly resulted in an injury requiring medical intervention to address.